Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that pump modules are experiencing air-in-line alarms after touching the IV tubing. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Event description:
It was reported by the customer that pump modules are experiencing air-in-line alarms after touching the IV tubing. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the facility report regarding air-in-line (ail) alarms occurring after manipulation of the IV tubing was not confirmed during the investigation. No devices or records were returned for evaluation. An external and internal inspection could not be performed. There were no suspect devices/products returned for this investigation. However, through follow-up email communication, it was reported that clinical staff observed increased sensitivity to air-in-line (ail) alarms, sometimes occurring after touching the IV tubing. Staff reported troubleshooting by cleaning the membrane area or flushing/aspirating fluid to remove air from the tubing. A review of the system logs could not be performed since there were no devices or logs received for this investigation. Laboratory testing could not be performed, as no suspect devices were returned for this investigation. The bd alaris pump module air in line tip sheet states that when loading the administration set into the alaris¿ pump module, the tubing needs to be pushed back into the air in line detector. If it is not pushed back far enough, the air in line detector will sense air behind the tubing and alarm. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm.) According to the alaris system user manual v12.5, in addition to proper tubing insertion, users should ensure that the tubing guide arm is present and functioning, as its absence can lead to nuisance alarms. The manual also reinforces the importance of warming cold solutions and following best practices to minimize air-in-line risks. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of air-in-line (ail) alarms occurring after manipulation of the IV tubing could not be determined, as no devices or records were received for this investigation. However, the event reported by the facility may be attributed to improper tubing placement or a missing or damaged tubing guide arm. According to the alaris system user manual v12.5, the tubing must be fully inserted into the air-in-line detector, and the tubing guide arm must be intact and functional to avoid nuisance alarms. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.